Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented with increased power and low pi's, pump thrombus was suspected. The patient was evaluated by echo which demonstrated improved ef, inflow cannula pointed anteriorly vad not unloading ventricle as previously noted. The patient was being evaluated for recovery/explant; pump exchange also being considered. The vad coordinator also reported an ischemic stroke occurred about a month ago which may or may not be associated with device thrombus.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.